Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the carbs on setting was turned off. Reportedly, the setting was previously turned on and customer did not know why it was now off. Customer's blood glucose level was 96 mg/dl. Tandem technical support assisted customer with turning carbs on setting on.